Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated at the compounding facility. Visual inspection revealed a black mark on the reservoir. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a black mark on the reservoir. This was identified during storage of the device. The device was filled with an unspecified amount of ciprofloxacin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated by a baxter facility. The black mark was determined to be outside of the fluid pathway. Should additional relevant information become available, a supplemental report will be submitted.